Manufacturer narrative:
The local field representative was not present for the procedure. There were no direct allegations received regarding the performance of the lead or the placement of the lead. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead was explanted one day post implant due to non-conversion of ventricular tachycardia (vt)/ventricular fibrillation (vf). No additional adverse patient effects were reported.